Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer successfully loaded a new cartridge to address the event and received an accurate fill estimate. The customer's blood glucose (bg) level was as high as 390 mg/dl with moderate ketones and the bg level was addressed with a manual injection as well as a bolus via the pump. The cause of the elevated bg was unknown. Reportedly, the customer declined troubleshooting with tandem's technical support.